Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with an inset 6 mm 23" infusion set; no pump alarms occurred, the patient verified elevated glucose by fingerstick, ketone testing was performed with no ketones reported, and glucose decreased by approximately 20 mg/dl during the call. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of assisted back-up therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed no device alarms, no confirmed delivery interruption, and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.